Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reportedly experienced tenderness at the implant site as well as muscle tension and headaches with stimulation resulting in the decision to explant the device. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
This report is filed october 7th, 2014.